Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A definitive cause for the reported thrombus, could not be determined in this incident. The reported patient effect of emboli (thrombus) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully, reducing mr to 3. To further reduce mr, a second mitraclip delivery system (cds) was advanced, however when steering to the mitral valve, a small thrombus was observed attached to a clip arm. The activated clotting time (act) was around 270. An additional, 1,000 units of heparin was administered. A few minutes later, the thrombus was noted to still be in the same position. The decision was made to not implant the clip and remove the cds; aspiration was performed to ensure there were no blood clots in the left atrium (la). Echocardiogram, confirmed the la and steerable guide catheter (sgc) were free of blood clots. A second clip was implanted, reducing mr to 2. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.